Event description:
The customer reported to beckman coulter (bec) that erroneous hemoglobin (hgb) and red blood count (rbc) results had been recovered on two (2) patient samples run on the coulter ac t 5diff cp analyzer. The patient samples were tested on another instrument, the hemocue, and obtained results were considered correct. Correct results have not been provided by the customer. Per the customer, one of the samples recovered hgb result of 5.6 g/dl. The customer reran the same sample and obtained a hgb result of 11.2 g/dl. Results for both patients were requested but only one patient results have been provided. On the original printouts received from the customer, the hgb result for the initial ran (12.2 g/dl) did not correlate with the result reported by the customer. The repeat hgb result was not visible on the print out. Results were again requested from the customer to provide clarification; however, this proved unsuccessful as the customer stated the results and printouts were no longer available from the instrument. The erroneous results were reported out of the laboratory and there was no death, injury; however, one of the two patients was given two units of blood as a result of the erroneous low hgb result. The customer stated that there were no adverse effects experienced by the patient as a result of receiving the 2 units of blood. An adverse event report is being submitted to cover the patient who was transfused with two units of blood as a result of this event. Two mdrs are being submitted for this event: 1061932-2013-01091, 1061932-2013-01092.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and lubricated the traverse assembly guide bars and adjusted the traverse probe pistons. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to a rigid traverse assembly and incorrectly aligned traverse probe pistons.